Event description:
The patient presented in clinic with asystole. Interrogation of the device revealed oversensing due to crosstalk resulting in pacing inhibition. The patient was pacemaker dependent, therefore, the device was explanted and replaced. Furthermore, the lead was capped and replaced as it was not clear which product was the root cause of the event. The patient was stable. Related manufacturer report number: 2017865-2022-01363.